Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, customer reported changing trusteel infusion sets every 3 days. Technical support informed customer that trusteel infusion sets should be changed out every 48 hours per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose ranged from 250-400 mg/dl at time of alarms.